Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4)2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the surgeon had difficulty placing the leads but was able to mimic the trial placement and confirm with x-ray. It was reported that the patient had severe low back and right leg pain immediately after waking up from the implant procedure. The patient was given multiple drugs when in recovery to alleviate the pain, and nothing was helping. The physician suggested that they turn the stimulation on to see of it helped, but the patient was not cooperative and did not respond to the stimulation. The patient stated that they felt worse with the stimulation on. The patient was taken back into surgery and the wires were cut, leaving the ins in place. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# I(B)(4), mplanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the manufacturer representative (rep) made a call to the physicians nurse and she reported that the patient was explanted on (B)(6) 2019. The rep did not have any further information with than the entire system was explanted and the patient has no plans to be re-implanted in the future. No further information was reported.